Event description:
In a therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt was found early morning by their family member with the system controller disconnected from the percutaneous lead. It is uncertain how long the system controller had been disconnected. The family member proceeded to reconnect the system controller and called ems. The ems phoned the vad coordinator after arriving to the pt's home. The ems reported that the pt had expired and needed instruction on how to stop the pump. The device is scheduled to be returned to the manufacturer for analysis.